Event description:
It was reported to philips healthcare that the heartstart xl failed to power up noting the power cord was defective which wold not charge the battery. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.